Event description:
Information alleged that the bed was not working. No injury reported.

Manufacturer narrative:
Technician found the head up was not working due to inoperative valve. Removed head up valve, lubricated and replaced it to resolve this issue.